Event description:
Had to have a hysterectomy due to so many problems. Hair loss, dental issues, weight gain, memory loss, joint pain, migraines, swollen stomach, painful periods, pain with intercourse. I am still having issues as of (B)(6) 2018 I had to have my last ovary removed due to ovarian torsion. So I am now in surgical menopause at age (B)(6). Essure has made my life hell.